Event description:
It was reported to boston scientific corporation that a zero tip retrieval basket was used during a procedure on (B)(6) 2012. The patient, identifier (B)(6), was a (B)(6) male born on (B)(6) 1954 (patient weight unknown). According to the complainant, during the ureteroscopy procedure, a large stone was captured inside the basket. After capturing the stone, they attempted to open the basket to no avail and a wire became fully detached. The wire was successfully retrieved with another of the same device. Further information received noted that there was a laser being used during the procedure, but it did not come in contact with the device. There were no patient complications as a result of this event and the patient's condition post procedure was fine.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation because it was disposed; therefore, a failure analysis of the complaint device could not be completed. At this time, we are unable to determine the relationship between this device and the cause for this event. If there is any further relevant information a supplemental manufacturer's report will be filed.